Manufacturer narrative:
The device has been disposed.

Event description:
During the procedure a retriever was used for a basilar artery occlusion. One pass was made with this retriever. A hemmorhage was confirmed at the subarachnoid cavity where the retrieval procedure was performed. No medical intervention was performed. The physician stated that the hemorrhage was caused by the retrievers. The patient died the same day.

Event description:
During the procedure, a retriever was used for a basilar artery occlusion. One pass was made with this retriever. A hemorrhage was confirmed at the subarachnoid a cavity where the retrieval procedure was performed. No medical intervention was performed. The physician stated that the hemorrhage was caused by the retrievers. The patient died the same day.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical analysis cannot be performed. However, patient outcome of death and patient hemmorrhage are noted as potential complications associated with such procedures in the direction for use (dfu). Therefore, a root cause of anticipated procedural and patient complications has been assigned to this event.